Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with defibrillation electrodes. The customer reports that defib pads arched while defibrillating patient in v-fib. First degree burns on patient chest appeared after removal of the pads. The paramedic removed the 1st set of pads after they arched and put on a new set of #2255or. The 2nd set did not burn the patient. The customer further reports that while delivering a 4th shock to the patient in cardiac arrest, the pads applied to the patient's chest arched. A spark could be seen between the pads. There was also the smell of burned hair. The customer reports the defib pads caused a 1st degree burn to the patients mid-sternum area approximately 3 inches long and 2 inches wide. The area was fine before the discharge and was red and raw in appearance after. Due to the patient continuing to remain in a v-fib rhythm CPR was continued and the burn could not be addressed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.